Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited noise and was not pacing appropriately. A revision was performed and the lv lead was capped and surgically abandoned. The cardiac resynchronization therapy defibrillator (crt-d) was also explanted and successfully replaced. No additional adverse patient effects were reported. The crt-d is not expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All setscrews moved freely and without issue. There were holes noted in both the rv and lv seal plugs and some body fluid contamination in the lead ports. The seal ring impressions within the lead ports were compared to the location of seal rings on an is-1 lead; it was confirmed that the leads were full inserted in each lead port while implanted. The device was able to be interrogated successfully and a review of the memory noted no alerts or resets. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
At a later date, the crt-d was returned.